Event description:
Customer reported a past low blood glucose event with the lowest level reaching 31 mg/dl. Low bg cause was not known. The customer consumed carbohydrates as a corrective action and was recommended by technical support to consult with a healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.